Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal mid left anterior descending artery (lad). A 2.75 x 38 mm synergy was deployed at high pressure at the target lesion site and a type b, proximal edge dissection was observed. A thrombolysis in myocardial infarction (timi) score of ii was noted. To cover the dissection, a 3.00 x 16 mm synergy was deployed. The procedure was completed and the patient fully recovered and was stable.

Manufacturer narrative:
E1 initial reporter address: (B)(6).